Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation has been completed. The literature article is attached for additional information. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer it is likely the reprocessing steps were not adhered to.

Event description:
A fully automated process for cleaning duodenoscopes after clinical use far outperformed manual cleaning conducted by trained technicians adhering to manufacturer specifications, according to a new comparative study. In this study, conducted with olympus tjf-q180v duodenoscopes, 21 of 48 scopes were cleaned manually after endoscopic retrograde cholangiopancreatography (ercp). The remainder were cleaned with the automated proprietary cleaning system called mach I (parametrik). The instrument channels and distal elevator areas were then sampled for residual protein and carbohydrates. As seen in this study, manual cleaning can be prone to error,¿ said dr. O¿donnell, who presented the data at the 2021 annual meeting of the american college of gastroenterology (oral paper presentation 17). He said perfect adherence to the many steps of manufacturer cleaning instructions is ¿difficult to achieve.¿ failure to adhere to the steps, which can be tedious, is considered a major obstacle to cleaning success. Reported event: after cleaning, two of the 21 manually cleaned duodenoscopes had protein levels exceeding the FDA safety threshold. In addition, three of the manually cleaned duodenoscopes exceeded the FDA threshold for carbohydrates.